Event description:
Customer reportedly received result of 79 mg/dl on the aviva system and 47 mg/dl on a lab value within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.